Event description:
The device was evaluated at the facility by a baxter representative. During inspection of the device, failure 4 discharges below alarm thresholds were found to have occurred in the event history.